Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "blanching, discoloration and vascular event" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported injecting a patient with juvederm ultra xc in the lips nad vermillion border. Patient developed immediate blanching and hylase was administered after a hylase skin test was performed. The blanching resolved, however, the next morning the patient developed additional blanching and discoloration. The patient was then treated with additional hylase. Patient was reviewed by another healthcare professional whom prescribed "viagra, aspirin, antibiotics, and prednisone." Treatment was provided to "prevent worsening of symptoms that can lead to permanent impairment/damage" from a possible vascular event. Symptoms are still ongoing.